Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/16/2020. Additional information: d10, h6 additional information: d4, h4 - the actual device batch number associated with this event is not known. The customer reported the possible batch number as follows: batch pek077 mfg date: 5/15/2019, exp date: 4/30/2021. A manufacturing record evaluation was performed for the finished device pek077 possible batch number, and no non-conformances were identified. Additional h3 investigation summary: one suture piece of product code sxpp1a301 was received for analysis. During the visual inspection of the used suture piece, the sides of fixation tab were missing. Additionally, body fluids and damaged at some barbs were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the probable cause couldn't be determined.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The customer reported the possible batch number as follows: batch pek077 mfg date: unk, exp date: unk. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure. The patient is a (B)(6)-year-old female. On what tissue was the suture placed? On the fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Were there any factors that contributed to the patient's cough? No further information is available. What was the appearance of the suture during the reoperation on (B)(6) 2019? No further information is available. Other relevant patient history/concomitant medications no further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that it is obvious that the event was caused by the stratfix whose fixation tab had broken off or come off the suture. What is the patient¿s current status? The patient is in the hospital under the follow-up observation. No further information will be provided.

Event description:
It was reported that the patient underwent a caesarean section procedure on (B)(6) 2019 and barbed suture was used. The suture was used on the fascia to close the surgical wound. It was reported that the patient coughed frequently. On (B)(6) 2019 the patient presented with wound dehiscence. A re-operation was performed. During the second procedure, it was found that a part of the bowel had protruded from the area where the fixation tab had been placed. The surgical wound dehiscence was seen there. It was unknown if the fixation tab had broken off, or it had come off the suture. The surgeon opined that a contributing factor to the event was the fixation tab had broken off or come off the suture. Another contributing factor is the frequent coughing. The patient is in the hospital under the follow-up observation. Additional information has been requested.